Manufacturer narrative:
Corrected data: per additional information received, it was clarified that the lens was removed and replaced during the same procedure due to significant tilt into the eye as lens was damaged due to use error. Product is discarded. The following fields have been updated: section b1: malfunction. Section h6: added code 4631 in health effect - impact code. Added code 4581 in health effect - clinical code. Added codes 2923, 1069 in medical device problem code. Additional information received: section a2: 59 yrs. Old, date of birth: (B)(6) 1962. Section a3: male. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and explanted. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial reporter street address, city and zip code: unknown/information not provided. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.